Manufacturer narrative:
The pipeline flex delivery system was returned for evaluation. As received, the pipeline flex was not attached to the pushwire. Both ends of the pipeline flex braid were found fully opened with damage. Based on the analysis finding, the report of pipeline flex failure to open at the distal end could not be confirmed. The cause for the reported experience could not be determined as the received pipeline braid was found fully opened with damage at both ends. It is possible that the damaged braid may have contributed to the reported issue. However, the cause for damage could not be conclusively determined. All products are 100% inspected for damage and irregularities during manufacture. Mdrs related to this event: 2029214-2016-00257 2029214-2016-00258

Event description:
Medtronic received report that a pipeline flex did not open during a procedure. It was reported that the patient was undergoing treatment for an unruptured aneurysm in the right supraclinoid internal carotid artery (ica). The vessel was moderately tortuous. The aneurysm had a max diameter of 7mm and neck diameter of 4mm. Landing zone artery size was 3.7mm distal and 4.8mm proximal. The devices were prepared as indicated in the IFU. It was reported that at deployment, the pipeline flex did not open on the distal end. The device was resheathed and removed from the patient. There were no additional attempts required to open the device. Afterward, a new pipeline flex was able to be implanted without issue. Post-procedure angiographic result was good. There was no report of patient injury as a result of this event.